Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that while the patient was sleeping, the infusion set's tubing came out of the plastic connector piece and detached at the quick release connector. The patient's blood glucose level was above 20.0 mmol/l at the time of this event. The patient had two incidents where this issue had occurred. The site and pump location were patient's hips. The infusion had been in use for 1-2 days. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.